Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No intervention was performed. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.